Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When a gore® dryseal sheath with hydrophilic coating was inserted to the left femoral artery, some resistance was felt. It was reported there was a calcification in the left access artery. The sheath was successfully advanced to the intended area, and the endoprosthesis was implanted as planned. After the sheath was withdrawn from the patient, intra-procedure angiography showed a dissection in the left external iliac artery. It was a little and localized dissection, so the physician elected to monitor it. The procedure was concluded, and the patient tolerated the procedure.